Event description:
It was reported that the device dso is damaged. There was no patient involvement, or patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "downstream occlusion (dso) is damaged¿ was confirmed. Visual inspection found that the dso seal was delaminated. Replaced the dso seal. Performed dso/upstream occlusion (uso) sensor calibration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.